Event description:
It was reported that the patient stated, ¿I want to change from 1 to 2 because when they tried to get the stimulator to change it went to 85 but it would not move anymore.¿ it was noted that initially the patient was on program 1 at 8.5 volts. It was noted that the patient changed to program 2, which was at 8.5 volt and the patient lowered to 3.9 volts and reported that was comfortable. It was noted that the patient had to lower program 2 ¿because it gave them shocks.¿ it was noted that the patient ¿did not really get any teaching¿ and was not adequately trained on using the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v794132, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).